Event description:
A peripheral procedure commenced, and a (B)(6) turbo-elite laser atherectomy catheter was used to treat the patient. After use of the turbo-elite, the lesion was then treated with the ivascular luminor drug-coated balloon. After treatment with the balloon, an embolization occurred. (B)(6) is not the manufacturer nor importer of the luminor drug-coated balloon. The manufacturer of this device is ivascular. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).